Event description:
Pt reported the infusion device was not functioning normally. He changed the battery, and the infusion device displayed an e8 power interrupt error after the self-test was completed. Pt was unable to confirm the error message by pressing the button. He removed the battery and replaced the battery 30 minutes later, and the same thing occurred. Pt reported his blood glucose "wasn't too high" as he was given a replacement infusion device soon after. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval, and the complaint was not verified. E8 power interrupt errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to any always activated up button and unsolvable e8 power interrupt errors. The adapter and the battery cover passed the optical inspection. As the investigation revealed that the failure was due to mishandling of the product, no corrective or preventative actions will be initiated.